Manufacturer narrative:
(B)(4).

Event description:
A talent captivia stent graft system was implanted in the patient for the treatment of a dissection. Currently, the proximal thoracic aorta is 34 mm in diameter. It was reported that a recent CT revealed that there was a type iii endoleak. The patient is very ill, as already in the hospital for other illness / complications related to the patient¿s aneurysmal disease and per the physician; an aorta-esophageal fistula. The type iii endoleak was found on a recent CT. However, while in the hospital the taa ruptured. The CT showed contrast extravasation approximately 5 cm distal to the lsa or in the mid portion of the graft covered area. Clearly demonstrated on the oblique sagittal reconstructions was a stent strut projecting 90 degrees from the rest of the graft and contrast along the same and extending proximally from there in a contained rupture. The physician implanted a valiant captivia 42x38x150. The post angiogram revealed that the endoleak was resolved. No additional clinical sequelae were reported. The review of the returned cta images 4 years post-implant revealed that 2 talent taa stent grafts were implanted from distal to the lcc down to proximal of the celiac artery. There are approximately 3 stents overlapping the 2 devices. One of the apices from the 4th proximal stent (anterior outer curvature) appears acutely angulated radially outward approximately 45 degrees relative to the stent grafts. It could not be confirmed if this angulated stent was the 4 stent from the most proximal device or the proximal stent from the distal stent graft. No endoleak or other stent graft issues are seen. Review of cta's one month later revealed that an additional talent stent graft has been implanted across the mid-length of the previously implanted devices. Contrast is seen coming from near the top of the apex by the 4th proximal stent ring, which is near the overlapping area between the proximal stent graft, and near the 4th proximal spring, which again appears to have been lifted radially outward approximately 45 degree relative to the other stents. The endoleak type is uncertain; this appears more likely to be a type iii fabric endoleak possibly caused by observed malpositioned stent due to a fabric tear possibly from a suture break(s). This may also be a type iii separation endoleak. The proximal stent graft od is 32m, and the distal stent graft diameter is 36mm. The cause of the malpositioned stent cannot be determined. Earlier follow-up images were not provided.